Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the power does not turn on and the alarm occurs and the picture is blackout is due to a circuit board failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported for the customer that, during preparation for use, the high flow insufflation unit could not be turned on. The intended diagnostic procedure was completed with a similar device. There were no reports of patient harm associated with this event.